Manufacturer narrative:
On 03/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/17/2016 software analysis was unable to determine probable cause with the information provided. The frame to patient relationship changed which may have invalidated the registration. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1 centimeter inaccuracy. The navigation system had navigated accurately after registration, however, had since become inaccurate. In trouble-shooting, the patient was re-registered and the issue was resolved. Noted was that the patient reference frame may have moved relative to the anatomy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.